Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No blood glucose levels were reported. It was reported that the customer accidently gave herself 18u of insulin while priming and connected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.